Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a hip revision approximately six years post-implantation due to fracture of the femoral stem. The patient had experienced pain; x-ray showed breakage of the stem with angulation and misalignment. The acetabular components were not revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4).